Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. Electrical testing was performed, and no anomalies were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The physician elected to explant the ICD. The patient condition was unknown.